Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found with damaged stopper. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 08-dec-2025. Investigation summary: bd received one sample along with one photo for investigation. The photo depicts a stopper exhibiting a non-fill defect. Upon visual inspection, the returned sample showed defective stopper molding and did not pass the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found with damaged stopper. No adverse impact was reported for the patient or the user.